Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation is likely to cause or contribute to pt injury. Device issue: guide wire separation. It was reported that upon checking the distal tip of the guide wire, it was noticed that the tip was dislodged from the core guide wire; therefore, the device was not used. No pt effects were reported. No additional event or pt info is available.